Event description:
A report was received that the patient was unable to charge her ipg. Troubleshooting was attempted but was unsuccessful. A bsn sales representative determined that the ipg was damaged from a previous surgery where an electrocautery was used. Ipg replacement had been recommended. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was unable to charge her ipg. Troubleshooting was attempted but was unsuccessful. A bsn sales representative determined that the ipg was damaged from a previous surgery where an electrocautery was used. Ipg replacement had been recommended. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The patient was doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.